Event description:
Following angioplasty the stent was delivered to the target lesion in the left middle cerebral artery. However, the physician was unable to release the stent due to significant resistance encountered. As the stent system was being removed, the stent was unexpectedly deployed in the guide catheter. The stent delivery system was removed from the patient and the procedure was completed using another of the same device. There was no clinical consequence to the patient.

Event description:
Following angioplasty, the stent was delivered to the target lesion in the left middle cerebral artery. However, the physician was unable to release the stent due to significant resistance encountered. As the stent system was being removed, the stent was unexpectedly deployed in the guide catheter. The stent delivery system was removed from the patient and the procedure was completed using another of the same device. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the outer body and the inner body catheters were slightly compressed on its distal shafts. There was small amount of blood in the outer body distal section and in the inner body. The inner body bumper marker was protruding through the outer body distal end. Slight friction was noted when the inner body was pulled and advanced in the outer body. The stent was returned out of the outer body. No anomalies were noted with the stent. From the condition of the inner body bumper marker protruding through the outer body distal end it appears that the stent was pushed out of the outer body with the inner body. From the information provided and investigation results there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Therefore, a definitive root cause of premature stent deployment during use cannot be determined. A root cause of undeterminable has subsequently been assigned to the event.